Manufacturer narrative:
Continuation of d10: product type mobile platform product ID a820. Serial# unknown: product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device to an implantable pump infusing unknown drug for spinal pain. It was reported that the caller had started experiencing this issue probably over 6 months ago (B)(6) 2025, and it took longer and longer to connect to deliver a bolus. It was lagging at 90% and for a week now, it sometimes took 15 minutes to go through and was kicking them out 2 or 3 times when trying to connect. Not only did it take longer and longer, but it sometimes would not go through and connect. The patient had to be shown how to clear out the cache before. During the call, the agent walked the patient through clearing data and closed all applications. The patient was able to connect to patient therapy manager (myptm) application like normal. It was noted that the patient had 6 bolus per day.